Event description:
A system operator reports over corrections on some pts following lasik procedures. Pt records provided indicate this pt experienced a decrease in bcva. At approx six months post-op initial lasik, the pt was slightly over corrected .5 diopter in the right eye and 1.0 diopter in the left eye. An enhancement was performed and at three weeks post-op enhancement, the pt presented with a two line loss of bcva as compared to pre-op initial lasik. Pt was also slightly under corrected, .75 diopter in the right eye and .5 diopter in the left eye. The most recent eye exam provided indicates ucva improved from count fingers pre-op initial lasik in both eyes to 20/30- in the right eye and 20/25 in the left eye. No further info ha sbeen provided.